Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll for evaluation. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). Visual inspection of the returned platform was performed and found that the platform displayed garbled characters on the lcd screen thus confirming the reported complaint. A review of the platform archive was performed and multiple user advisory (ua) 12 (lifeband not present), ua 18 (max take-up revolutions exceeded) and ua 45 (not at "home" position after power-on) messages were observed on (B)(6) 2016. The uas observed during archive review are unrelated to the reported complaint of the display flickered upon power-up. The platform was functionally tested and there were no problems or error messages noted indicating that the user advisories observed in the archive on (B)(6) 2016 were cleared by the customer prior to returning the platform to zoll for evaluation. Unrelated to the reported complaint, further testing showed that the drive shaft was hard to rotate. The clutch plate was deburred and the brake gap was re-adjusted to specification. In summary the customer's reported complaint that the platform display was flickering was confirmed during visual inspection but not during functional testing. The software was re-installed to remedy the reported complaint. The platform passed all final functional testing criteria.

Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that the autopulse platform (s/n (B)(4)) showed display issues when trying to operate the device. It is unknown if this occurred during patient use. The platform flickered intermittently and displayed unknown characters. The customer was unable to use the device.